Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from results obtained of 177, 212, 147 and 197 mg/dl non-fasting. The customer¿s expected non-fasting blood glucose test result range is 90-100 mg/dl. Customer is pre-diabetic and stated he usually is hypoglycemic. Customer was not using the proper testing technique. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 186 mg/dl and 202 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom/living room. The test strip lot manufacturer¿s expiration date is 01/27/2022 and test strips were opened two weeks prior to call. The meter memory was reviewed for previous test result history: (B)(6).